Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing unexplained high glucose for the past several hours. Troubleshooting was performed. The customer's recent glucose reading was 400 mg/dl, and he has treated with the insulin pump. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed twice. Advised the caller that a replacement of the insulin pump will be sent. No further info was provided.